Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of a left common femoral artery using a prostyle device after an endovascular aneurysm repair (evar) procedure with an 8f sheath. Reportedly, a prostyle device was inserted, but was unable to advance through the skin, beyond a few centimeters. The device was then attempted to be removed but was unable to do so as it had become entrapped in subcutaneous tissue. Ultrasound was performed and showed a partially opened footplate. The upper portion was located outside the artery, while its posterior portion was inside the artery itself. Therefore, it became necessary to convert to a surgical exposure of the access site. The surgical exploration confirmed the displacement of the footplate from its axis of action, as well as disconnection of the suture from its fixation system. The device was then removed, and prosthetic graft was used to achieve hemostasis. No additional information provided.